Event description:
It was reported an external leak was observed "downside of the filter" in a prismaflex m100 set. There was patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, a hole was observed in the dialysate line and the support plate was noted to be broken. The set underwent functional air leak testing (2 bar) and the leak was seen at the level of the dialysate line due to the hole in the line. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.